Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that no femoral angiogram or other type of imagining was taken at the access site. Per the proglide instructions for use- failure to follow steps/instructions. Perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an interventional procedure. Femoral angiogram was not performed prior to the procedure. Reportedly, during use, there was no the proglide suture when the plunger was removed. Hemostasis was achieved with another abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed as the plunger, suture, link and both cuffs were not returned for analysis. In the absence of all component returned for analysis a conclusive cause for the reported needle to cuff miss could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.